Manufacturer narrative:
B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. B1 adverse event/product problem was inadvertently left blank in the previous submission. D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experience discomfort and subacute infection. The device was hard to pump. The patient underwent clinical treatment with extended intravenous antibiotic therapy and was admitted to hospital. The ipp was explanted and replaced. No further patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experience discomfort and subacute infection. The device was hard to pump. The patient underwent clinical treatment with extended intravenous antibiotic therapy and was admitted to hospital. The device is still implanted. A revision surgery will be performed on (B)(6) 2025. No further patient complications reported.

Manufacturer narrative:
B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. B1 adverse event/product problem was inadvertently left blank in the previous submission.

Manufacturer narrative:
B3: date of event: actual event date was unknown; therefore, first day of bsc aware month was selected.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experience discomfort and subacute infection. The device was hard to pump. The patient underwent clinical treatment with extended intravenous antibiotic therapy and was admitted to hospital. The device is still implanted. A revision surgery will be performed on (B)(6) 2025. No further patient complications reported.